Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-18412. The pt reported experiencing pain at her ipg site. The pt indicated she has hit the ipg pocket site numerous times and is not sure if this is causing the pain. The pt turned her stimulation off and began to experience increased pain in her back and legs. The pt's ipg site is located directly under her waistband and the pt was advised to try and place her clothing below the ipg site. The sjm rep reprogrammed the pt and effective coverage was obtained.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.